Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's adc freestyle libre reader did not power on with button press or test strip insertion. It was further reported that due to being unable to test, customer could not determine her glucose levels and experienced nausea, dizziness, and fatigue. Customer had contact with a healthcare professional who diagnosed her with hyperglycemia, administered 2 injections of "short-acting insulin", and monitored her glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (serial number) and h4 (device mfg date) have been updated based on the returned product. Visual inspection has been performed on the returned reader and no issues were observed. The reader was unable to power on with button depression or with usb cable insertion. The reader was sent for further investigation and de-cased. Heavy contamination of debris and fibers was observed. The complaint is not confirmed due to a use issue.

Event description:
A caregiver reported the customer's adc freestyle libre reader did not power on with button press or test strip insertion. It was further reported that due to being unable to test, customer could not determine her glucose levels and experienced nausea, dizziness, and fatigue. Customer had contact with a healthcare professional who diagnosed her with hyperglycemia, administered 2 injections of "short-acting insulin", and monitored her glucose levels. There was no report of death or permanent impairment associated with this event.